Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8256300. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to confirm the root the root cause. However previous investigations have shown that the most likely root cause for this event is an oversized component found on the interior of the adapter housing. We are addressing the issue through the implementation of manual inspection s for cracks in the adapter head, we are optimizing our swaging process by increasing the depth of housing cavities to accommodate the component, and working with component manufactures to reduce the average size of the affected component.

Event description:
It was reported that leakage was noticed occurring from the joint of the bd pegasus¿ safety closed IV catheter system's connection site and extension tubing during the infusion. Additionally, it was reported that the samples were contaminated by the "infectious" blood leakage and thus unable to be returned. This customer reportedly had 3 occurrences of this event. As reported by the customer, translated from chinese to english, "it's been noticed during the infusion that there was leakage occurred at the joint of the connection site and the extension tube. The samples were contaminated by the infectious blood and cannot be returned. There was video attached for more details."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage was noticed occurring from the joint of the bd pegasus¿ safety closed IV catheter system's connection site and extension tubing during the infusion. Additionally, it was reported that the samples were contaminated by the "infectious" blood leakage and thus unable to be returned. This customer reportedly had 3 occurrences of this event. As reported by the customer, translated from chinese to english, "it's been noticed during the infustion that there was leakage occurred at the joint of the connection site and the extension tube. The samples were contaminated by the infectious blood and cannot be returned. There was video attached for more details."